Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a chronic longstanding clot in the abdomen near the driveline. The patient was diagnosed with a hematoma in the subxyphoid space and had a surgical evacuation with an omental flap on (B)(6) 2018. The patient had no changes to anticoagulation or pump parameters at the time. No diagnostic testing was used. The patient was asymptomatic at the time of the event. The patient still had a residual clot in the area, but it remained closely monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists peripheral thromboembolic event and bleeding as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.